Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences italy affiliate, during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 2mm sapien 3 ultra (s3u) valve, the balloon to the 23mm commander delivery system (ds) burst at full inflation. After that, the ds could not be fully retracted into the esheath. In response, the ds was intentionally separated, leaving the portion of the nosecone with the burst balloon in the abdominal aorta; this was captured by contralateral access using the snare technique through a non-edwards sheath. After capturing the balloon, a post-dilation was performed to further inflate the s3u valve. Per report, the patient did not suffer any injury related to the balloon burst and there were no complications with the right femoral access. An occlusion, however, was noted upon closure of the left femoral artery due to the use of the non-edwards sheath, which was treated with a covered stent. It was noted that the patient was initially treated with shockwave for small calibers in the right common iliac artery.